Event description:
On (B)(6) 2010, wife reported pt has experienced ongoing low blood glucose with readings as low as 19 mg/dl. Six months ago, pt was found unconscious and "foaming at mouth." Blood glucose was 19 mg/dl. Pt was mowing the lawn and was found by a neighbor. This occurred following death of son. Wife believes stress of event, activity, and heat caused blood glucose to drop. Wife administered a glucagon injection. Paramedics witnessed glucagon injection but did not provide additional treatment. Three months ago, pt "knew his readings were dropping" and prepared food. Pt went to place a nail on top of garage before eating the food. Pt fell from either the roof or ladder and landed on his back. Pt was lying in a puddle of water and was drowning. Pt experienced convulsions, foaming at mouth, and jerking involuntarily. Wife administered glucagon shot, and blood glucose was then 41 mg/dl. Pt was taken to hosp to assess back injuries, but he was not treated for blood glucose at hosp. Blood glucose was 132 mg/dl at that time. Pt did not sustain any back injuries. Target blood glucose is "in the 130's" mg/dl. Adapter, infusion set, insulin cartridge, battery cover, and battery were being used within MFR recommendations on day of report. It typically takes over a week for pt to finish one insulin cartridge. Provided education to use product within specification. Infusion device buttons are working as intended. Pt has not primed infusion set while connected to his body. Time and basal rates were set correctly. Wife does not believe basal rates are correct for pt's needs, and they are attempting to work with medical professional to adjust rates. Infusion device was not dropped or cracked. No allegations were made against infusion device or products. Wife reports pt has an extensive history of low blood glucose. This has been ongoing since pt was (B)(6). Physician is working to get pt on a continuous glucose monitor. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.